Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was beeping. Review of the device data confirmed the crt-d was in safety mode. This was declared due to the left ventricular offset being set at a positive value that was greater than the atrial blank after the ventricular pace interval while the tracking preference was set to on. Surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.